Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn.